Event description:
Device flagged battery depletion error. Device also had extremely low rv lead impedance (<250ohm). Device went eri on (B)(6) 2015. Change out was recommended. (B)(6) 2015 - the pacemaker was explanted today and replaced with a single chamber pacemaker.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for analysis. The quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The data received for analysis were evaluated. The investigation of the memory content confirmed the low impedance values mentioned in the complaint description and revealed a normal depletion of the battery. There was no indication of a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The eri battery status was anticipated. Should additional relevant information or the device itself become available, the investigation will be updated.